Manufacturer narrative:
External insulation abrasion was noted at 17.3 ¿ 17.7 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with lead friction to pacemaker can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented in clinic for a follow up feeling dizzy. Noise was noted on the right atrial lead. There were no other electrical anomalies. The lead was explanted and replaced. Patient was stable and would be followed up normally.